Event description:
It was reported that the right ventricular (rv) lead exhibited high shock impedances out of range. Technical services (ts) recommended to perform a defibrillation threshold (dft) test. A commanded shock was performed and this implantable cardioverter defibrillator (ICD) recorded code (B)(4), indicating an open circuit condition. The field representative will discuss with physician to revise the lead. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations and it is suspected that the allegation may have been a result of a lead issue. Correction: impact codes added: f23, f08 and f1905.

Event description:
It was reported that the right ventricular (rv) lead exhibited high shock impedances out of range. Technical services (ts) recommended to perform a defibrillation threshold (dft) test. A commanded shock was performed and this implantable cardioverter defibrillator (ICD) recorded code fc1005, indicating an open circuit condition. The field representative will discuss with physician to revise the lead. This ICD system remains in service. No additional adverse patient effects were reported. Additional information was received which indicated this ICD was explanted and replaced due to therapy upgrade. The ICD was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Correction: impact codes added: f23, f08 and f1905.

Event description:
It was reported that the right ventricular (rv) lead exhibited high shock impedances out of range. Technical services (ts) recommended to perform a defibrillation threshold (dft) test. A commanded shock was performed and this implantable cardioverter defibrillator (ICD) recorded code fc1005, indicating an open circuit condition. The field representative will discuss with physician to revise the lead. This ICD system remains in service. No additional adverse patient effects were reported. Additional information was received which indicated this ICD was explanted and replaced due to therapy upgrade. The ICD was returned for analysis. No adverse patient effects were reported.